Manufacturer narrative:
At the time of the revision surgery, the insert post was found to be fractured. The insert was replaced.

Event description:
Pt underwent knee revision surgery in 2006. Reason for revision is not known at this time.